Event description:
It was reported that the patient lost access to sound with the device after hitting her forehead with a steel gate. Re implantation is to be considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.